Event description:
The customer reported that the system would display a split screen and image distortion during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the interconnect cable and the connector. The system was tested and found to be working as intended and put back in service.